Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10248169). At 80% deployment, the stent was twisted. The device was recaptured and removed. A replacement 27mm navitor (serial: (B)(6) and replacement flexnav delivery system (lot: 9138842) were used to complete the procedure. There were no patient consequences. There was a reported delay that resulted in no patient consequences.

Manufacturer narrative:
An event of device damage was reported. The navitor valve was returned to abbott for analysis. The valve was examined and there was no evidence of damage or anomalies with the stent. Blood/body fluids were observed to be entangled in areas of the aortic section of the stent. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. No tears or perforations were observed in the leaflets tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From cine review: "the anatomy appears to be a horizontal aorta, and the delivery system is positioned near the inner curve of the aorta, resulting in a sharp angle between the delivery system and the annular region of the valve. This likely contributed to the unusual appearance of the stent frame on the lcc side; it is unclear if the stent frame is actually twisting or if it is just compressed on that side due to the angle between the ds and the annulus."

Manufacturer narrative:
An event of stent post deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. From received fluoro imaging appeared to show, the anatomy appears to be a horizontal aorta, and the delivery system is positioned near the inner curve of the aorta, resulting in a sharp angle between the delivery system and the annular region of the valve. This likely contributed to the unusual appearance of the stent frame on the lcc side; it is unclear if the stent frame is actually twisting or if it is just compressed on that side due to the angle between the ds and the annulus. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent with damage during device preparation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.